Manufacturer narrative:
Based on the information available, device is evaluated at customer site by 3rd party service and identified the root cause of the reported issue is due to the defective assy processor. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is working fine as per manufacturer's specifications after replacement of defective assy processor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : based on the information available, device is evaluated at customer site by 3rd party service

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device cannot boot. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and cause is due to be assy processor failure. The root cause of the component failure could not be determined. The issue was resolved by replacement of assy processor, and the product is back in service. The complaint was escalated for a technical complaint investigation and the results indicated no fault found with returned assy processor and working per specifications.

Event description:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that device cannot boot. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.